Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient woke up feeling thirsty and nauseous. The patient¿s cgm was reading 176 mg/dl. No bg meter comparison value was taken. The patient was wearing a medtronic (non-integrated insulin pump). The patient¿s child suspected the patient may have had food poisoning. At 2am, the patient was taken to the ER for evaluation. At the ER, the patient¿s bg level was 800 mg/dl. She was diagnosed with dka and admitted to the ICU. The patient was treated with an IV insulin drip. The patient was feeling ¿fine¿ but was still at the hospital at the time of report (more than 24 hours). At the time of the report, the patient¿s cgm was reading 70 mg/dl while the bg meter was reading 135 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values taken at the time of report fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.